Event description:
A malfunction on the pump was reported by the customer, though no notable events occurred prior to the issue. The malfunction code displayed was malf 0, which was resettable, and technical support helped the customer reset the pump. There was no adverse impact to the customer's blood glucose level. Following the reset, the malfunction did not recur, allowing the customer to continue using the pump with the instruction to contact technical support again if the issue reappears.